Event description:
Patient in surgery for right shoulder arthroplasty. During the procedure, the tip of a scorpion needle broke off, retrieved in the suction in its entirety. The cause of the breakage could not be determined. The needle is a single use disposable item. No harm to the patient.